Event description:
The patient came in during 2001 with effusion; but no pain. The doctor ordered x-rays which revealed poly wear. The patient was revised after three years. The insert was discovered to be pitted.